Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/05/2015 with the following findings: the black box started on (B)(6) 2014. Due to continuous use of the pump, the black box data and histories for the event on (B)(6) 2013 have been overwritten. A review of the available black box and alarm history showed no errors, alarms or warnings associated with the complaint. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas to report that on (B)(6) 2013 the patient experienced a low blood glucose level of 35 mg/dl and he had an automobile accident. The patient manages his diabetes with insulin pump therapy and a continuous monitoring system. The patient noted the cgm device was alarming however he did not hear it. The patient was treated by emergency medical services at the accident scene, treated intravenously with glucose and transported to the emergency room. The patient noted he has erratic blood glucose levels ranging from 40 mg/dl to 350 mg/dl. Earlier on the day of this event, the patient had taken a bolus dose of 16.5 units insulin at 8:34 am for his blood glucose level of 170 mg/dl and 70 mg carbohydrates. Troubleshooting revealed all pump settings, programming and date/time were correct. There is no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient¿s technique was incorrect by not responding to his cgm alarm. There is no evidence the insulin pump was not functioning appropriately or may have contributed to the incident. However, as the patient suffered blood glucose levels suggesting severe hypoglycemia after this occurred, and the patient received emergency medical attention and treatment with glucose, this complaint is being reported.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.